Event description:
Pt was attempting to get out of bed and cut his hand between the bed and the siderail. On inspection it was found both inner and outer side rail control overlays were worn through and had sharp edges and were replaced with heavier overlays per a factory upgrade.